Manufacturer narrative:
The technician found the cause was user error; the bed had been zeroed out with the pt in bed. The technician zeroed out the bed and in-serviced the nurse on how to set the bed exit function to resolve the issue.

Event description:
The account alleged the bed exit and scale are not functional. No pt impact.